Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a printed circuit board (pcb) issue. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 4-oct-2024. H3: one device was received. Necessary repair procedures were performed, and the device was returned to the customer. Investigation (pci) of the product could not be performed, as the device was no longer available for further analysis.